Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported patient effect of mitral valve insufficiency/ regurgitation/unchanged mitral regurgitation (mr) (which is persistent mr) as listed in the instructions for use (IFU) is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported incomplete coaptation (slda) was due to a combination of the challenging anatomy with the procedural conditions. The reported mr (unchanged mr) was a result of the reported slda as the mr returned after the slda occurred. The reported surgical intervention was a result of case specific circumstances as the patient was sent for surgical mitral valve replacement surgery. There is no indication of a product issue with respect to manufacture, design or labeling. The clip delivery system (10427r185) referenced is filed under a separate medwatch report number.

Event description:
This is filed for single leaflet device attachment (slda) (10427r184). It was reported that this was a mitraclip procedure, performed to treat severe functional mitral regurgitation (mr), with an atrial mr component and a grade of 4++. Patient anatomy included a large coaptation gap, large amount of chords and calcification around the annulus. The first clip (cds 10427r184) was implanted without issue. The second clip (cds 10427r185) was advanced to the valve; however, the clip became caught in the chords. An attempt was made to remove the clip, but this was unsuccessful. The physician then pulled on the delivery system, in an attempt to remove the clip. The clip was freed, but a chordal rupture occurred. There was possible damage to leaflets, but this was not confirmed. When the second cds was pulled, a single leaflet device attachment (slda) occurred, with the first clip detaching from the posterior leaflet. The mr returned to grade 4++. The second cds and un-implanted clip were removed. There was discussion of implanting a 3rd clip, but the patient was sent for surgical mitral valve replacement. The implanted clip was explanted. Post procedure, the patient is doing well. No additional information was provided.